Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states the head tubes have broken away from the frame, provider alleges may have dropped from the end users truck. Line 6.